Manufacturer narrative:
The subject device was returned for evaluation. Evaluation/inspection of the device, the following findings/defects were found: objective lens adhesion part cloudy. Light guide (lg) lens adhesion part cloudy. Distal end c cover, scratches observed. Image guide (ig) bending tube scratches noted. A rubber (bending section) adhesive part chipped. A rubber (bending section) adhesive crack. A rubber (insertion section) adhesion part cloudy. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported bacilli were detected on the device during a culture test. According to the report, the device was used on two patients and used on another patient after the culture test. According to the report, it was determined that the subject device was cleaned and washed in the oer-6 washer in which the filters including water filter was not replaced since (B)(6) 2021. There are no patient infection associated on this reported event. There was no harm, no user injury reported due to the event. This event is related to a report with patient identifier (B)(6) (oer-6 scope reprocessor (washer) with unknown serial number). This event includes three (3) reports (patient identifiers) where this scope has been used. (B)(6) ( sn (B)(4), model gif-xz1200 patient 1; (B)(6) ( sn (B)(4), model gif-xz1200) patient 2; (B)(6) ( sn (B)(4), model gif-xz1200) patient 3. This report being submitted is for patient identifier c23076344 ( sn (B)(4), model gif-xz1200) patient 1.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Information provided are regarding the facility's reprocessing and cds process. Communication with the customer, the following information were provided: no patient(s) infection occurred. Event is not a patient infection. Device was used for procedure after the event. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Water aspirated through the instrument/ suction channel with a suction pump. Manual cleaning performed within an hour after the procedure. The device rinsed before manual disinfection. All channels connected with tubes when the endoscope was setting up into the aer/ ewd. The disinfectant used was not provided/not specified. The disinfectant solution before the expiration date and did meet the minimum effective concentration (mec). The water filter was not replaced within the specified period. Device passed leak test. Sampling date noted to be on 2023/02/06, sample collected after storage, date of last reprocessing dated 2023/02/09. Facility noted normal, no abnormalities on the accessories used for reprocessing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As a result of reviewing the users reprocessing method, the below deviation from the device instructions for use (IFU) was observed: the water filter was not replaced within the time specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the deviation in user reprocessing method caused the event. The following is included in the device IFU: "insufficient reprocessing of these components may pose an infection control risk to patients and/or operators." Olympus will continue to monitor field performance for this device.